Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to the slider being slightly pushed, which could have caused the cutting wire to deflect. Additionally, the coated portion of the cutting wire may have been rubbed as a result of contact with a metal area of the endoscope. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Olympus will continue to monitor field performance for this device. Additional information: d8, d9, h3, h4, h6.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use 3-lumen sphincterotome v exhibited a peeled cover and the knife wire was exposed. The issue was found during a therapeutic endoscopic sphincterotomy procedure and the procedure was completed using a similar device. There were no reports of patient harm.